Event description:
Reference number (B)(4). Event occurred in the united states, on 24th aug 2024, patient reported kinked cannula within 3 hours of insertion. The site of location of infusion set was upper buttocks. Customer replaced infusion set and resumed insulin deliveries successfully. No further information available.